Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicating the patient had skin break down and staph infection at extension connection on left side. There was a surgery to place extension and battery in (B)(6) 2019. There was a removal of the system and the patient was treated with antibiotics. The left side battery 37603 that goes into the left vim was removed. The left vim lead was removed and the extension and ins remains on left side chest. The issue was resolved at the time of the reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that patient had a left cranial wound and a left lead explant was planned/scheduled for (B)(6) 2019. The issue was not resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, serial#: (B)(4), product type: lead. Product ID: 3389s-40, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: , UDI#: see previous MDR reports regarding previously reported 2 infection occurrences under 3004209178-2019-14186 and 3004209178-2019-01809. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of parkinson's dual, dbs therapy indications, and movement disorders. It was reported that the right side ins had staph infection. The patient stated the issue was caused by an incident "last summer" and since they've had staph infection three times. The patient stated the incident happened when their grandson jumped on them in the pool and their grandson's foot hit the ins and caused the ins to move. The patient stated they were "opened up" and the ins was taken out and put back in the pocket after it had moved, and that the ins moved a second time six months later, "because it seemed like there was too much scar tissue to hold" the ins in the pocket. The patient stated somewhere in between the first and second time they had been "opened up" to get the ins repositioned, that they contracted staph infection. The patient said when they had the ins taken out they "sat in the hospital for 10 days" during one of those times and the hcp thought the infection was only on the ins and that the staph infection was gone, but that wasn't the case. During these times, it was stated the hcp didn't take the leads out, but did take out the extensions where the leads splice together. The patient said the last time when they were "opened up" and the ins and extensions were removed was (B)(6) 2018 and they stated they still hadn't healed in the area where an extension was explanted from. The patient said it appears the infection was on the leads, because the opening in the patient's head hadn't healed correctly and "kept oozing," and the patient got sick a couple days and "got a knot in the back of his head" where the leads are running through. The patient stated the hcp believed the infection was in the leads and was effecting a nerve in their neck, so they would be explanting and replacing the leads and ins on the right side. No further symptoms or complications were reported.